Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 7mm x 30mm precise pro carotid self-expanding stent (ses) delivery system jammed when opened. There was an indication that the stent was partially deployed inside the patient and could not be released. Afterwords, the entire stent was released outside of the patient. Subsequently, a new 7mm x 30mm precise pro carotid ses delivery system was used as a replacement. There were no reported injuries to the patient. The intended lesion was carotid artery stenting (cas). At the target site, there was no calcification, mild tortuosity, 70% stenosis, an acute angle, no bifurcation, and no chronic total occlusion (cto). The device was stored and prepared according to the instructions for use (IFU), and there was no damage to the device prior to use. The stent delivery system (sds) was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. During deployment, the user maintained a fixed inner shaft position and did not apply excess force. There was no difficulty removing the delivery system from the patient. The device will be returned for evaluation.